Event description:
During on-site service, the baxter service technician experienced an f-82 alarm (no acknowledgement message from slave computer processing unit) on a flogard infusion pump. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, power on self-test and internal battery test was performed. During the power on self-test an f-82 alarm was identified. This alarm was caused by a faulty computer processing unit (cpu) board. The cpu board was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.